Event description:
The customer stated a patient sample generated initial ca 125 result of greater than 600 u/ml on the axsym analyzer. The sample was diluted and generated a ca 125 result of less than 150 u/ml. While troubleshooting, the review of message history showed probe crash on the day, the patient sample was run. The customer performed a probe crash recovery and centrifuged the patient sample to repeat. The sample generated similar results as before. The same sample was run on the architect analyzer and also sent to the reference laboratory generating result of <35 (no units provided). There was no report of impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.